Manufacturer narrative:
(B)(4). Method: the complaint rt202 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare (B)(4) for investigation where a heater wire resistance test and a visual inspection were conducted. Results: the heater wire resistance test revealed that the inspiratory heater wire was open circuit and that the heater wire resistance was outside of specifications. Continuity testing showed that the open circuit in the inspiratory limb heater wire was located in the connection between the heater wire and the left heater wire pin inside the overmoulded plug. After removing the overmoulded plug from the elbow connector, visual inspection revealed a small black mark on the plug. A lot check could not be conducted as the lot information was not provided. Conclusion: the inspiratory heater wire was open circuit due to a break in connection between the heater wire and the heater wire pin. The cause of the break in the connection is the heater wire having insufficient connection with the heater wire pin during production, such that is unable to provide continuity for the full period of use for the product. It should be noted that the mr850 humidifier alarmed to alert the user. All rt202 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. Our user instructions that accompany the rt202 adult dual-heated breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an electrical arc was observed within the rt202 adult inspiratory heated breathing circuit near the heater wire adaptor port. The high-flow nasal cannula was found to have insufficient circuit temperature resulting in an alarm from the mr850. Closer inspection indicated that the internal circuit heating wire was not working. Electrical arcing was observed within the heated circuit at the distal end near the 3-prong heater wire connection. The mr850 was immediately powered down and the entire setup was removed from service and taken to clinical engineering. A dark spot, similar to a burn mark was visible on the heater wire connection of the breathing circuit. No patient consequence was reported.